Manufacturer narrative:
Continued: e1: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reporting, rupture for the left side device. Diagnosed by ultrasound and MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.